Event description:
Druing service the device had failure code 814:01 on channels a,b, and c. The hosp. Rep. Stated tthey hade no record of any pt incident involving the pump, since the last baxter service event.